Manufacturer narrative:
The patients desaturated during use. IFU recommends not use vapetherm with the non-rebreathers. Risk analysis needs to be reviewed about vapetherm being used with the non-rebreather masks. Need to make sure customer is aware that they should not be using this with the non-rebreathers.

Event description:
The bag is popping out from under the green tape holding it in place. Thought to possibly due to patients being on vapotherm. The patients involved in the incidents have desaturated from the events, but recovered when new nrb applied. Not aware of any major adverse outcomes from events. 8 total events reported involving 5 different patients.

Manufacturer narrative:
The patients desaturated during use. IFU recommends not use vapetherm with the non-rebreathers. Risk analysis needs to be reviewed about vapetherm being used with the non-rebreather masks. Need to make sure customer is aware that they should not be using this with the non-rebreathers complaint history reviewed. There is one other complaints for this product in previous 24months, however, it appears to be a duplicate as it is the same product, lot # and customer. Sample tested with non-heated air to verify failure mode. Bag partially removed from mask assembly at 39.75lpm with occlusion at the grommet. Reasonable assumption that heated air and high flow could fatigue adhesive and cause bag to come unseated from grommet. Current IFU specifies a minimum flow rate of 5lpm but no maximum. Pending update to IFU will contain a maximum flow rate. Risk(RMA-20014a): r58: mask bonds leak causing low oxygen delivery due to fatigue of mask component bonds - s=7 o=3 rpn=21. Rpn < 25 therefore risk is acceptable.

Event description:
The bag is popping out from under the green tape holding it in place. Thought to possibly due to patients being on vapotherm. The patients involved in the incidents have desaturated from the events, but recovered when new nrb applied. Not aware of any major adverse outcomes from events. 8 total events reported involving 5 different patients.